Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same issue were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported condition were identified. The device was not returned to intuvie for evaluation. Based on the information provided, the reported condition involved damage to the outer insulation of the power cord, resulting in exposed wiring. The end user replaced the power cord. Refer to complaint record (B)(4) for additional details related to this event.

Event description:
Pump sn (B)(6) was undergoing routine preventive maintenance at right way medical when it was identified that the power cord used with the infusion pump had damage to the outer insulation, resulting in exposed wiring. The condition was identified during service at right way medical. The pump was not returned to intuvie for evaluation. There was no patient involvement and no adverse event was reported.